Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was floating oil in the tube and erroneous results of hepatitis b surface antigen. Three tubes were affected. There was no patient impact reported. The following information was provided by the initial reporter: "the customer reported that the separation gel blood collection tube had floating oil and was positive for hepatitis b surface antigen, which was inconsistent with the clinical practice. After centrifugation again, the test result was negative, and the incidence rate was about 1%."

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs and a video from the customer in support of this complaint. The photos and video were reviewed and the indicated failure mode for oil gel globules was observed. Erroneous results cannot be evaluated through photos. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Certain assays, in this case hepatitis testing, are excluded from our protocols. Therefore, we are at the present time, unable to perform internal testing for infectious diseases. Bd vacutainer® sst¿ ii advance tubes may be used for routine blood donor screening and diagnostic testing of serum for infectious disease such as torch, syphilis ab, anti-hiv, anti-htlv, anti-hcv, anti-hbc, and hbsag. The performance characteristics of these tubes have not been established for infectious disease testing in general; therefore, users must validate the use of these tubes for their specific assay-instrument/reagent system combinations and specimen storage conditions. Bd vacutainer® sst¿ ii advance tubes are not recommended for immunohematology testing. The temperature workflow is off-label. Sst ii advance tubes are designed to be stored at 4-25ºc (39-77ºf), unless otherwise noted on the package label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules; it has not been confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure modes; however storage above 25ºc may contribute to oil gel globule formation.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was floating oil in the tube and erroneous results of hepatitis b surface antigen. Three tubes were affected. There was no patient impact reported. The following information was provided by the initial reporter: "the customer reported that the separation gel blood collection tube had floating oil and was positive for hepatitis b surface antigen, which was inconsistent with the clinical practice. After centrifugation again, the test result was negative, and the incidence rate was about 1%.".